Event description:
The patient reported that for the past few weeks, he hears the piston rod grinding when he changes the insulin cartridge of his infusion device, and when he boluses insulin. He stated he also receives an e10 (cartridge error) message. The patient said he can normally clear the message by changing the battery, but the issue seems to be occurring more frequently now. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.